Manufacturer narrative:
The index procedure was elective. The type c target lesion in the mid rca was eccentric, 24.25 mm in length, diffused and bifurcated but not calcified. Timi flow before and after the index procedure was 3. During the index procedure, a 52% stenosis in the distal left circumflex with a 3.0 x 23 mm cypher stent implanted at 12 atm for 31-60 seconds. The residual stenosis was 0%. There were no complications during the procedure. The physician indicated that the event might be related to the cypher stents because the restenosis occurred inside of the stents. The prod is not distributed in the united states, however, it is similar to the untied states prod. The prod is not available for eval. This is one of three devices implanted in the same pt and reported under mfg report numbers: 9616099-2008-02046, 9616099-20008-02047 and 9616099-2008-02048. Add'l info will be submitted within 30 days from receipt.

Event description:
The report we rec'd from the study indicated that a female pt was admitted for a 73% stenosis in the mid right coronary artery (rca). The lesion was pre-dilated with a 2.0 x 15 mm balloon at 8 atm. During the pre-dilation a dissection occurred which was not treated as stents were to be implanted. A 2.5 x 23 mm cypher stent was implanted at 12 atm for 16-30 seconds. A 2nd cypher (3.0 x 18 mm: i0305105) was implanted at the proximal end of the initially implanted cypher. A 3rd cypher (3.0 x 18 mm: i0305040) was implanted at the proximal end of the 2nd cypher. All stents were overlapping. The stents were post-dilated with a 2.0 x 15 mm balloon at 10 atm. The residual stenosis was 13%. Almost 3 yrs after the procedure, the pt complained of chest pain. Coronary angiography (cag) was conducted and restenosis was observed inside of the cypher implanted in the mid rca. It was not known which stent restenosed. Two days later, the restenosis was treated with a 3.25 x 15 mm balloon at 15 atm. The residual stenosis was 0%. The pt was discharged in stable condition and without chest pain.